Event description:
During the procedure, the enterprise 453712 did not deployed at the aneurysm neck site. The physician removed enf and prowler 606s255x safely, and used another same size enf and prowler microcatheter. The procedure was successfully done without any adverse event. The components will be returned for analyses.

Manufacturer narrative:
During the procedure, the enterprise 453712 did not deployed at the aneurysm neck site. The physician removed enf and prowler microcatheter (606s255x) was safely, and used another same size enf and prowler microcatheter. The procedure was successfully done without any adverse event. The components will be returned for analyses. A non-sterile enterprise 4.5mm dia 37mm lgth deployed stent and a prowler select plus 150/5cm (analyzed under pi # (B)(4)) were received for analysis inside a plastic bag. Per visual analysis, the prowler select plus 150/5cm was received coiled and the enterprise 4.5mm dia 37mm lgth deployed stent was received attached to a piece of paper by a strip of tape. No damages on stent noted. No delivery wire was returned for analysis. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of enterprise 4.5mm dia 37mm lgth lot 10224241. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Functional analysis according to dp (B)(4) could not be performed due to the condition of enterprise as received (fully deployed /no delivery wire returned) and to condition of second involved device (analyzed under (B)(4)) returned for analysis. Neither the failure reported by the costumer as ¿cnv enterprise ses-delivery wire-withdrawal difficulty-through microcatheter with loss of cerebral target position¿ nor the failure reported by the customer as ¿cnv enterprise ses- stent- deployment difficulty-unable to¿ was confirmed. Enterprise could not be properly evaluated due to the unit condition as received (stent fully deployed and no delivery wire retuned for analysis). The cause of the failure experienced by the costumer appears was due to the compressed section and condition of residues of dry blood found inner of microcatheter prowler select plus 150/5cm (analyzed under (B)(4)). Neither the analysis nor the DHR suggest that the failure reported could be relate to the enterprise manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
(B)(6). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10224241. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. (B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of two product associated with complaint (B)(4).